Event description:
This report was received by baxter (B)(4) from the doctor at the facility. An adult male patient was admitted on (B)(6) 2010 with peritonitis and cloudy fluid. Antibiotics were administered. Pending culture result. The patient was in automated peritoneal dialysis (apd) with physioneal, extraneal and nutrineal. The nutrineal was removed, according to nephrologist "to remove factors". The sales representative provided the following additional information from the patient's doctor: reportedly, the patient commented that he observed that the nutrineal bag was too swollen with air. This issued is being addressed under a separate investigation.

Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510(k) entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.